Event description:
It was reported to olympus that the power suddenly was lost during air drying, after washing, and the power did not turn on even after changing the cable. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be reproduced. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Updates to sections b5 and h6.

Event description:
The problem, as reported to olympus, was identified when air was being supplied to the scope for drying, after use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified., nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.